Event description:
Patient reported "just ruptured. I was just recently diagnosed with pckd and anemia". The report of "I was just recently diagnosed with pckd and anemia" is not considered to be device related. Patient later confirmed right side not ruptured. Healthcare professional later reported a right side exchange with no complaint against the device. This record represents the right side. Device remains implanted.

Event description:
The event of rupture was confirmed to not have occurred. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Patient reported right side "deflation and was just recently diagnosed with pckd and anemia". The report of "was just recently diagnosed with pckd and anemia" is not considered to be device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.